Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.perform voltage test and the unit has no voltage.. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon nov 07 17:19:24 est 2016 with MFR# 3004753838-2016-26565. The ack3 was received on mon nov 07 17:19:24 est 2016 with coreid: (B)(4).